Event description:
It was reported that the patient was having problems with the device. Additional information received noted that the patient¿s kidneys locked up on him on friday night and he had to go to the ER for a catheter. The patient had a follow up appointment on (B)(6) 2014 with a healthcare provider and a manufacturer¿s representative for reprogramming and/or device and therapy review to determine if issue was related to device or programming. Additional information received noted that the cause of the event was unknown. It was noted that the patient went to the emergency room for a foley catheter. The patient had greater than 500 cc of residual urine in their bladder. There were no abnormal impedance measurements. On (B)(6) 2014 it was noted that the patient elected to turn off interstim temporarily. Signs and symptoms included constipation and retention. Hospitalization was not required. Patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0ff2n, implanted: (B)(6) 2014, product type: lead. (B)(4).